Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was ¿repeatedly shocked¿ by their device. It was noted by the clinician that the patient required medical intervention to prevent a lethal arrhythmia. The device is still in use. No further patient complications have been reported as a result of this event.